Event description:
Additional information reported stated that the patients following physician was not aware that the patient had deceased. No further information was available.

Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the patient is deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.